Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she got a new reservoir out and it would not prime. The customer was unable to troubleshoot during time of call. The customer does not want to return the set for analysis.